Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient¿s her first implant began moving and slipped and stopped working, so she had to get it explanted. The patient stated she had lost a lot of weight and was mentally sick. No further complications were reported/anticipated. Related pe (B)(4) for information related to worsening depression.